Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and as they did not agree with the statement saying expiration date error, unclear information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community, no french size was specified.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and as they did not agree with the statement saying expiration date error, unclear information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community, no french size was specified. Per follow-up information received from ibc on (B)(6), when asked to elaborate about "unclear" and "inadequate" instructions in relation to bardex i.c. Aquafil for the european community, no french size was specified, the respondent stated that the basic practice relied on basic information particularly on each every catheterization and they had not noticed any of the product comes with syringe of saline differentiated with lubricant syringe. Stated that they were different but they were very similar in appearance. When asked to elaborate about "expiration date error" in relation to bardex i.c. Aquafil for the european community, no french size was specified, stated that they haven't recalled or identified on their responses re expiration, but it was when they were trying to find the record of expiration on small print and diminishing labels. When asked to elaborate about "lack of maintenance documentation or guidelines, inadequate instructions, and insufficient training¿ in relation to bardex i.c. Aquafil for the european community, no french size was specified, they stated that as par as when training was concerned, none from the catheter company representative were visible to provide latest update information, normally, training for insertion of catheter was being held in a form of short training session. Stated that in their opinion, the representation of each brand should always be available if needed in clinical settings.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be illegible print & missing print. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) did not provide sufficient information about the product and as they did not agree with the statement saying expiration date error, unclear information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community, no french size was specified.